Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned; therefore, a device analysis could not be completed. However, the device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had keypad issues. When #4 is pressed, #7 also presses. When #5 is pressed, #8 also presses. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.